Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During inspection and testing, the foreign material could not be identified. Based on the results of the investigation, it was unspecified why foreign material remained in the nozzle. A definitive root cause could not be determined. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Due to a pinhole on channel tube water tightness was lost, due to wear of angle wire bending angle in up direction did not meet the standard value, plastic distal end cover had a scratch, light guide lens had discoloration, objective lens had discoloration, scope connector cover unit had a scratch, suction connector had a scratch, universal cord had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, connecting tube had a scratch, switch 1 had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, due to clogging of nozzle water removal ability did not meet the standard value, due to clogging of nozzle air supply volume did not meet the standard value, adhesive on bending section cover had scratch, adhesive on bending section cover had a chip, bending tube was deformed, due to wear of angle wire the play of up/down knob was out of the standard value, forceps elevator lever had a scratch, and due to dirt on objective lens there was a lack of image on the monitor. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the colonovideoscope had air/water leaking. During the evaluation the following reportable malfunction was found: foreign object in nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.